Event description:
The customer reported the system was giving a bv camera error message. When this error appears the live image is lost, thus rendering the system unusable. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The camera needs to be replaced. The reported issue is currently under investigation.